Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that the minilink transmitter needed functional check. Customer's blood glucose was 215 mg/dl. The customer was advised to do test plug procedure and she was using the blue test plug, after the test procedure, the customer was advised that the minilink is functioning correctly.